Event description:
It was reported that 3 days post implant, the patient complained of pain and nausea. An echography revealed that the lead moved to the pericardium. A scanner revealed pericardial effusion. The lead was repositioned and remains implanted. The patient's condition is good.

Manufacturer narrative:
No medwatch form was received.